Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device did not produce a sound indicating the device's status. The surgeon pushed the four way toggle up but did not return to the neutral position. The procedure was completed with another device. There was no patient injury.